Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2023 the patient experienced a hole in the cartridge of the liberty cycler set (lot # unknown, product discarded). Per the nurse, the patient was initiated on prophylactic antibiotic therapy with ceftazidime (2 grams) and vancomycin (1 gram)intraperitoneal (ip). However, on (B)(6) 2024, the patient began to have symptoms of cloudy pd effluent. As a result, the patient continued the same antibiotic regimen. However, the nurse reported that the patient continued to have cloudy pd effluent despite therapy. On (B)(6) 2024, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture had an elevated white blood cell (wbc) count (result not provided) with no organism growth. Per the nurse, the patient had the medication gentamicin (dose not provided) to the patient¿s antibiotic regimen. Although the patient then began to develop symptoms of abdominal pain. Therefore, on (B)(6) 2024, the patient went to the hospital (per medical advice) and was admitted with peritonitis. While hospitalized, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. Per the nurse, the patient also received antibiotic therapy, but details were unknown. Subsequently, on (B)(6) 2024, the patient was discharged from the hospital continuing outpatient hemodialysis. The nurse stated the patient is recovering from the event. The nurse stated it is unknown how the hole in the cartridge of the liberty cycler set occurred, possible product deficiency versus operator error. The product has been discarded and is not available for return to the manufacturer for further analysis. However, per the nurse, there were no further instances of the reported issue. Regardless, the patient developed peritonitis after the hole in the cartridge occurred. Therefore, the nurse indicated the peritonitis was likely to be associated with the product issue (known to cause a breach in the sterile pd pathway).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. The patient reportedly experienced a hole in the cassette cartridge prior to developing peritonitis. Based on the reported information, it cannot be determined what may have caused the hole in the liberty cycler set. The product has been discarded and will not be returned to the manufacturer for product analysis. However, due to the known risk of peritonitis when a breach in the sterile pd circuit occurs, the liberty cycler set cannot be excluded in the peritonitis event.

Event description:
On 19/jan/2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. In additional follow-up, the patient¿s pd nurse stated that on 22/dec/2023 the patient experienced a hole in the cartridge of the liberty cycler set (lot # unknown, product discarded). Per the nurse, the patient was initiated on prophylactic antibiotic therapy with ceftazidime (2 grams) and vancomycin (1 gram)intraperitoneal (ip). However, on (B)(6) 2024, the patient began to have symptoms of cloudy pd effluent. As a result, the patient continued the same antibiotic regimen. However, the nurse reported that the patient continued to have cloudy pd effluent despite therapy. On (B)(6) 2024, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture had an elevated white blood cell (wbc) count (result not provided) with no organism growth. Per the nurse, the patient had the medication gentamicin (dose not provided) to the patient¿s antibiotic regimen. Although the patient then began to develop symptoms of abdominal pain. Therefore, on 18/jan/2024, the patient went to the hospital (per medical advice) and was admitted with peritonitis. While hospitalized, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. Per the nurse, the patient also received antibiotic therapy, but details were unknown. Subsequently, on (B)(6) 2024, the patient was discharged from the hospital continuing outpatient hemodialysis. The nurse stated the patient is recovering from the event. The nurse stated it is unknown how the hole in the cartridge of the liberty cycler set occurred, possible product deficiency versus operator error. The product has been discarded and is not available for return to the manufacturer for further analysis. However, per the nurse, there were no further instances of the reported issue. Regardless, the patient developed peritonitis after the hole in the cartridge occurred. Therefore, the nurse indicated the peritonitis was likely to be associated with the product issue (known to cause a breach in the sterile pd pathway).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 19/jan/2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2023 the patient experienced a hole in the cartridge of the liberty cycler set (lot # unknown, product discarded). Per the nurse, the patient was initiated on prophylactic antibiotic therapy with ceftazidime (2 grams) and vancomycin (1 gram)intraperitoneal (ip). However, on 1/jan/2024, the patient began to have symptoms of cloudy pd effluent. As a result, the patient continued the same antibiotic regimen. However, the nurse reported that the patient continued to have cloudy pd effluent despite therapy. On 17/jan/2024, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture had an elevated white blood cell (wbc) count (result not provided) with no organism growth. Per the nurse, the patient had the medication gentamicin (dose not provided) to the patient¿s antibiotic regimen. Although the patient then began to develop symptoms of abdominal pain. Therefore, on 18/jan/2024, the patient went to the hospital (per medical advice) and was admitted with peritonitis. While hospitalized, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. Per the nurse, the patient also received antibiotic therapy, but details were unknown. Subsequently, on (B)(6) 2024, the patient was discharged from the hospital continuing outpatient hemodialysis. The nurse stated the patient is recovering from the event. The nurse stated it is unknown how the hole in the cartridge of the liberty cycler set occurred, possible product deficiency versus operator error. The product has been discarded and is not available for return to the manufacturer for further analysis. However, per the nurse, there were no further instances of the reported issue. Regardless, the patient developed peritonitis after the hole in the cartridge occurred. Therefore, the nurse indicated the peritonitis was likely to be associated with the product issue (known to cause a breach in the sterile pd pathway).